Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was a failure of the right atrial (ra) lead; the ra lead exhibited no capture and was undersensing, as shown by poor p-waves. The ra lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the spouse of the patient called in regard to a suspected fracture of the right atrial (ra) lead. A replacement procedure had not yet been scheduled, and the ra lead remains in use. Attempts were made for additional information with no response. No patient complications have been reported as a result of this event.